Event description:
It was reported that the 840 ventilator failed extended self-testing (est) due to the safety valve being occluded. The ventilator was not in use on a patient at the time of the reported event. The ventilator was evaluated and the flow sensors were replaced. The ventilator passed self-testing.